Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this pacemaker was not feeling well and felt dizzy. Moreover, this patient wanted to know if the device was working properly over the past days. There was no further information provided. To date, the device remains in service. No adverse patient effects were reported.